Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd smartsite, the device experienced leakage. This event occurred two times. The following information was provided by the initial reporter. The customer stated: we have had a lot of leaking smartsite extensions ref 200119e7d. If you look at the picture there is a split in the top

Event description:
It was reported when using the bd smartsite, the device experienced leakage. This event occurred two times. The following information was provided by the initial reporter. The customer stated: we have had a lot of leaking smartsite extensions ref 200119e7d. If you look at the picture there is a split in the top.

Manufacturer narrative:
H.6. Investigation: a sample was not required for investigation in this instance as the customer provided photographs of the affected product; analysis of the photographs confirmed the customer's experience with the piston of the smartsite noted to be oval in shape. A review of the production records for lot 21075722 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the cause of the oval smartsite issue is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat.